Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. On the reported day of occurrence no infusion therapy could be detected. In the morning of (B)(6) 2020 the device switched on and one hour later the device switched off. At 12:00am the same, the device was switched on and on 4:35pm the device was switched off. The last infusion was on (B)(6) 2020. No other abnormalities were found. On the reported day of occurrence no infusion therapy could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "over infusion." Customer information: no exactly customer description. Only an issue with one pump was reported, but they don´t know which pump was involved and not infusion settings were reported.